Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site regardless of stimulation. Reprogramming was unsuccessful in addressing the issue. The patient requested his system be explanted. Surgical intervention may take place as the next course of action.